Manufacturer narrative:
The component codes fiber and cap refers to the results code thermal problem. Failure analysis: the tip of the glass cap was detached; fiber was broken distal to the fusion zone. The glass cap was not returned. The metal cap surfaces showed signs of overheating, detritus and pushed backward on the returned fiber. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that the fiber was inserted into the cystoscope and the surgeon noticed the laser beam was not aligned with the blue directional arrow on the fiber itself. Reportedly, "he could use it a little by adjusting his technique a bit to obtain optimal result. Quickly into the procedure the fiber significantly diminished it's vaporization". A second fiber was used to complete the case. The "pt has been reported to be fine".